Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600473 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After surgery while stapling the abdomen the staples did not close. A second stapler was needed to close the abdomen. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 33 staples left in the cartridge indicating that at least 2 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was squeezed using hand pressure. Upon full engagement of the trigger, a staple was properly formed but would not release. However, the trigger got stuck and the staple was unable to release. A piece of plastic broke off and fell out from between the frame and trigger. The stapler was disassembled and it was found that the piece of plastic broke off of the rotation tab which is part of the pawl assembly. Due to this, the pawl was spun around and caused the trigger to get stuck. The stapler was reassembled. However, the staples would still not release. The anvil was removed from the customer sample and assembled in a lab inventory stapler. Upon squeezing the trigger, the staple formed. Other remarks: correctly and released. The anvil from the lab inventory stapler was removed and placed into the customer sample. The staple formed correctly and released. It appears that the constant pressure of the trigger and pawl caused the rotation tab to break off and spin the pawl around. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Results code: the reported defect was not confirmed, however a different defect was observed (constant pressure of the trigger and pawl caused the rotation tab to break off and spin the pawl around), which resulted in operational context. No corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "the staples did not close" was not confirmed based upon the sample received. The returned stapler was able to form the staples but the trigger would constantly get stuck when it was engaged which made it difficult for the staples to release. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. The stapler was received with a broken piece of the rotation tab which is part of the pawl assembly. Therefore, based on the condition of the sample received, operational context caused or contributed to this event. Results code: the reported defect was not confirmed, however a different defect was observed (constant pressure of the trigger and pawl caused the rotation tab to break off and spin the pawl around), as a result of operational context.

Event description:
After surgery while stapling the abdomen the staples did not close. A second stapler was needed to close the abdomen. The patient's condition was reported as fine.